Event description:
It was reported that the patient underwent primary incisional anterior abdominal wall hernia repair procedure on (B)(6) 2013 and mesh was implanted. The mesh was placed using intraperitoneal onlay mesh technique. One month after the surgery, the patient was well. On (B)(6) 2014, the patient presented with incisional hernia in the same anatomical place. The patient underwent another surgical procedure on (B)(6) 2015. During the surgery, it was found that the mesh was not visible nor could the surgeon feel the mesh. The surgeon opined it was like it was melted and torn apart. It was reported the hernia sac was an enclave membrane which raised the hernia with the intestines also covered by peritoneum. Additional information has been requested.

Manufacturer narrative:
The initial procedure was an open procedure. The recurrent hernia was repaired with a different mesh. The surgeon opined a cause and contributing factor for the hernia recurrence was that "the patient had gained about 10 kilos after the hernia repair and the mesh was melt¿.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/09/2015. (B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.